Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a lap choley procedure, the clips began to scissor on the third firing. Another device was used to complete the procedure. There was no patient consequence.